Manufacturer narrative:
Concomitant medical devices: d314trg crt-d, implanted (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, non-physiologic noise, short ventricular intervals and I mpedance spikes due to possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.